Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that the 7mm extended length endoscope cone adapter has been removed. Based on the photo provided the device broke. No injury to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10 the device was not returned to maquet cardiac surgery for investigation, however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The removeable scope adaptor was observed to be detached from the endoscope. The threads on the endoscope were observed to be intact with no visual defects observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.